Event description:
It was reported that during the procedure, the tip of the guidewire detached in the tortuous internal carotid artery (ica). The physician successfully removed the guidewire tip with a snare device from the patient's body. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the tip of the guidewire detached in the tortuous internal carotid artery (ica). The physician successfully removed the guidewire tip with a snare device from the patient's body. There was no reported clinical consequence to the patient.

Event description:
It was reported that during the procedure, the tip of the guidewire detached. The physician successfully removed the guidewire tip from the patient's body. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that approximately 2cm of the tip was missing, exposing the fractured corewire. Scanning electron microscopy of the fracture noted that the fracture surface exhibited fatigue striations along with primary elongated dimple ruptures and microcracks with some evidence of torsion. No material anomalies were noted. It was concluded that the fracture occurred as a result of fatigue primarily in a cyclic bending overload action with some evidence of tortion. Based on the investigation and the information provided, it was determined that operational context was the most likely cause of the event.